Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with unknown saline breast prostheses. It was initially identified that the left breast was tightly swollen and during surgery, the left breast prosthesis was found to be deflated. As a result, the patient underwent unilateral removal and replacement with mentor memorygel breast implant 325cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 11/5/2018, mentor became aware that the patient experienced seroma and swelling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/9/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained gel with cloudy appearance. Black and yellow material were observed within the device. Red material and gel were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the posterior view measuring 4.0 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the black, yellow, and red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the correct suspect medical device was not a saline breast prosthesis, but was an unknown gel breast prosthesis. It was erroneously excluded in the follow up report sent on 11/5/2018, that the seroma was tested and came back negative. The patient is reported as being fully recovered. (B)(4).